Event description:
It was reported via legal documentation that approximately 89 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, and failure of implant. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-2155-2024. 1038671-2023-01223 d10: concomitants: 3886566 02-010-03-0250 - logic cr femoral cem, left, sz 5. 3938445 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 3707563 200-02-41 - three peg patella 41mm. The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01223. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.